Manufacturer narrative:
Patient identifier and weight not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review completed for 03.010.045 - 9705371. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 10.dec.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a lateral entry femoral nail (lfn) procedure on (B)(6) 2017, when the insertion handle was being removed from the nail after insertion, the small tongue on the insertion handle broke off. The fragment was retrieved and discarded. Surgery was completed with no delay and no adverse impact on the patient. Concomitant devices reported: lfn nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) standard insertion handle. (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: conclusion: received 1 article of insert-handle f/expert tn+fn, art. No.: 03.010.045, for manufacturing investigation. The article is in a used condition. The guiding lobe where the nail implant get attached is broken off. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked. A functional test could not get performed about the broken of guiding lobe where the functional gage gets aligned and attached. Insert-handle fexpert tn+fn with boken off guiding lobe¿) all other checked characteristics are within the specifications. No production failure during investigation has been found. In accordance to the DHR 9876717 of production lot 9705371 was the function and all relevant measurements within specification. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.